Event description:
Covidien received information that this npb40 handheld pulse oximer display is missing segmetns. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4).